Event description:
The following has been reported: force sensor error, test & calibration performed found pressure kit faulty. Pressure sensor kit. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was provided; therefore, no review could be performed. The device was not received because it was repair locally. The defective parts were not received for investigation. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information, including the video showing the reported error (error 22), this complaint is considered as valid. According to the service report to solve the issue the force sensor has been replaced. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal